Manufacturer narrative:
Further information was requested but is not yet available.

Event description:
During an in clinic follow up, loss of capture was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and lead dislodgment of the rv lead was confirmed. The rv lead was explanted to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, a loss of capture was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and a dislodgment of the rv lead was confirmed. A rv lead revision procedure is anticipated, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
During an in clinic follow up, loss of capture was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgment of the rv lead was confirmed. During revision the helix failed to retract. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.